Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306547 and lot number 1105705. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. This is off label use. The product is not designed to draw back. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the stopper in the syr 10ml pump compatible saline 10ml fil separated from the plunger when drawing in blood waste. The following information was provided by the initial reporter: "when drawing back off the port the syringe plunger ¿unscrews:¿ from the black portion." "Practice: flush port, then pull back to confirm blood return of port, then take 5ml waste prior to drawing labs. Issue: when collecting that 5 ml of blood waste in the syringe the syringe is becoming detached from the plunger. No harm to patient."